Event description:
Pt developed bilateral capsules (symptomatic). During surgery on 11/3/97, bilateral implants found ruptured with extremely heavily calcified capsules. (Ruptured with a superior-pole on each). Both plaque-like calcifications & "cottage cheese material" that had a gritty nature to it.